Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed. There were no abnormalities in the inspection items related to the indicated event (the needle tube was bent). The device manufacture date was january 2021. The root cause could not be identified. It was likely the (buckling of the needle tube) was caused by the following factors: ·when removing from the tray, a bending load was applied to the needle tube. ·during the pre-use inspection, a bending load was applied to the needle tube. ·when inserting into the endoscope, a bending load was applied to the needle tube. The instructions for use (IFU) provides the following guidelines: do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.

Event description:
Additional information was received from the user facility. The vizishot needle was passed through the bronchial scope several times and then the surgeon noted that the needle was bent. There was no delay in the procedure. Another needle was opened, and the case preceded without any issues. Upon setting up for the case, no defect was noticed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus sales representative stated the facility would return the damaged device for credit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the single use aspiration needle bent during a diagnostic procedure. When the needle was being used, there was some resistance when passing through a node. The needle had bent when retrieved. A second needle was used to complete the procedure. No patient harm was reported.